Event description:
The plaintiff's attorney alleges that the patient experienced a myocardial infarction caused by naturalyte and/or granuflo administered for dialysis treatment.

Manufacturer narrative:
This is 1 of 2 device reports for this event.